Manufacturer narrative:
Complaint conclusion: as reported, after using a 6f/7f mynx control vascular closure device (vcd), the patient's "limb was closed" and the polyethylene glycol (peg) needed to be retrieved from the femoral artery. During the procedure, during the 2 minutes of waiting, the inflation indicator was not stable but had slightly retracted. The physician suggested that this issue is related to the balloon of the device, which deflates faster when it goes in contact with rigid materials, and this does not allow the correct positioning of the peg on the wall of the artery. This was discovered three to four days after using the device. There were no problems during the preparation of the device. Contrast/imaging was not used to confirm balloon placement. After performing a doppler test and discovering that the patient's "limb was closed", the physician determined that she needed to reoperate on it urgently. The physician visually identified the presence of the polymer in the vessel. The doctor informed us that she retrieved the presence of the peg from the femoral artery via thromboendarterectomy (tea). The patient remains stable after this intervention. The mynx vcd was prepped according to the instructions for use (IFU). The physician was trained in the use of the mynx vcd. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was severe presence of (pvd)/calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f that was used prior to introducing the mynx. The vessel was not less than 5mm. The device will not be returned for evaluation as it was discarded. The reported events of ¿pressure gauge-inflation indicator extension difficulty¿, ¿mynx control sealant inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review, the vessel/puncture site characteristics (there was severe presence of pvd / calcium in the vicinity of the puncture site) and/or handling factors (it was reported that the balloon deflates faster when it goes in contact with rigid materials) may have contributed to the intravascular deployment and subsequent vascular occlusion reported. Regarding the complaint of the inflation indicator retracting slightly during use, it is not possible to determine what factors may have contributed to the reported event without return of the device, especially since it was stated that there was no loss of pressure noted. However, prepping/handling factors are possible, such as applying high tension to the balloon that had an incomplete negative pressure balloon prep. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the mynx control IFU as such. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ in addition, the IFU instructs, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review, there is no indication that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, after using a 6/7f mynx control vascular closure device (vcd), the patient's "limb was closed" and the ¿polyethylene glycol (peg)¿ needed to be retrieved from the femoral artery. During the procedure, during the 2 minutes of waiting, the inflation indicator was not stable but had slightly retracted. The physician suggested that this issue is related to balloon of the device which deflates faster when it goes in contact with rigid materials, and this does not allow the correct positioning of the ¿peg¿ on the wall of the artery. This was discovered three to four days after using the device. There were no problems during the preparation of the device. Contrast/imaging was not used to confirm balloon placement. After performing a doppler test and discovering that the patient's "limb was closed", the physician determined that she needed to reoperate on it urgently. The physician visually identified the presence of the polymer in the vessel. The doctor informed us that she retrieved the presence of the (peg) in the femoral artery via thromboendarterectomy (tea). The patient remains stable after this intervention. The mynx vcd was prepped according to the instructions for use (IFU). The physician was trained in the use of the mynx vcd. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was severe presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure after being pulled to the arteriotomy. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f that was used prior to introducing the mynx. The vessel was not less than 5mm. The device will not be returned for evaluation, as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.